Manufacturer narrative:
(B)(4).

Event description:
Follow up information received from the manufacturer's representative clarified that the date of the revision was (B)(6) 2015. It was also reported that the patient had the device pocket moved to the other side to a more comfortable position. The revision was successful and did resolve the patient's issue. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
The healthcare provider (hcp) reported via the manufacturer representative (rep) that there was a pocket revision scheduled for (B)(6) 2015. Another date of (B)(6) 2015 was noted. Relevant medical history included failed back surgery syndrome and spinal pain. Follow-up was performed to determine the reason for the revision, the actual date of the revision, and the outcome of the revision.